Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer¿s parent delivered a manual insulin injection to address the elevated bg. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.